Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer continued to use current pump for insulin delivery and has an alternate method of insulin therapy available if necessary.